Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3189, UDI: (B)(4), serial: (B)(6) batch: 6701317. A patient experiencing ineffective stimulation was reported to abbott. The patient had lead migration causing ineffective stimulation. The system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to a noted lead migration of one of their cervical leads. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs system was explanted.